Manufacturer narrative:
The device was then removed from the pocket and a subclavian puncture performed. A 7f greatbach introducer inserted with difficulty due to tight access. A new rv lead (4136) was inserted but the sheath had kinked. A long 9f greatbach introducer was then passed over a firm wire and the rv lead was reinserted. Manipulation was very difficult as there were now 4 leads in the subclavian. Multiple attempts were made to place the lead tip appropriately using the stylets provided with the 4136 and a 6602 stylet. Eventually a site was found and the helix extended needing about 20 turns. Measurements were satisfactory; however, the 4136 lead then dislodged. It took about 25 turns to retract the helix and there was great difficulty moving the lead. The 6602 stylet would no longer pass into the lead lumen; however, the standard green stylet would pass, but was tighter than usual. Multiple attempts resulted in a good position. It required about 30 rotations to extend the helix. The measurements were satisfactory. The implant was completed and the chronic rv lead was surgically abandoned. Testing the next day revealed satisfactory measurements and function. However, it was noted that the gas gauge on the device was now reading less than 6 months longevity remaining even though the rv output was now set to 3.5v. A boston scientific crm technical consultant reviewed print outs and the event information and discussed various troubleshooting techniques. As a new lead was implanted, the measured impedance (unknown) and the programmed output (5v) were different from the previous implanted lead. Therefore, the longevity remaining was affected by these new values. During the last follow-up, an output of 3.5v was programmed. The estimation of the battery gauge and longevity remaining should be more accurate (taking into account the 3.5v programmed output and the new lead impedance value) at the next follow-up session.

Event description:
Boston scientific crm received information that during a follow up visit; this right ventricular (rv) lead exhibited intermittent loss of capture. The daily measurements revealed excessive rv lead impedance variations with summary screen warnings of 200 ohms. These low impedances could be seen on the daily graph but not in the table of measurements. The rv threshold was also found to be increased. A lead revision procedure was performed. All measurements were repeated just prior to the revision procedure and the rv lead was found to be measuring within normal values. Repeated testing confirmed normal function and values. A chest x-ray was performed; initially no defect could be seen but some parts of the rv lead were overlapped by others. Further imaging revealed a very clear fracture. The fracture was noted to be in a region clear of the clavicle/ rib junction and away from the suture sleeve area.